Manufacturer narrative:
(B)(4). The implanted device remains.

Event description:
Per the clinic, the patient was administered a kenalog injection (date not reported) due to pain and skin overgrowth at the abutment site. The implanted device remains.